Event description:
During a gastric procedure, the staples did not form properly. The surgeon removed the malformed staples and used another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.